Manufacturer narrative:
Device 2 of 4. E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient experienced high blood glucose due to leakage of infusion sets. 1st leak occurred on (B)(6) with blood glucose 300 and body weight: 375, 2nd leak on (B)(6) with blood glucose 405 and body weight: 375, 3rd leak on (B)(6) with blood glucose 389 and body weight: 375 and 4th leak on (B)(6) with blood glucose 446 and body weight: 375. No further information available.